Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens and the patient experienced a refractive surprise. The lens remains implanted. Additional information has been requested, but to date none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.